Event description:
It was reported the lead threshold was high and it was not possible to reposition it. The helix could not be retracted and the lead body had to be turned in order to explant the lead. The lead was explanted and replaced. The helix could not be retracted post explant. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) the full lead was returned with the distal conductor distorted within the connector and the lead stretched. The inner tubing was kinked/buckled and there was also blood in the helix mechanism with deformation/fracture of the proximal section of the defib coil.